Manufacturer narrative:
Device internal memory reviewed. Results: ECG indicates handling artifact during initial deployment. Conclusion: this report is being filed as it cannot be conclusively stated that reoccurrence would result in adverse event.

Event description:
AED was deployed after initial analysis prompted "could not analyze." A second AED and pad set was deployed and therapy was delivered. (B) (4).